Manufacturer narrative:
Concomitant product: lot #536 was provided. The lens remains implanted; therefore, it is not available for investigation. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens has been explanted. (B)(6). This report is being filed on an international product; tecnis optiblue 1-piece iol, model zcb00v that has a similar product, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
Just after the implantation of the intraocular lens (iol), a scratch mark was observed near the center part of the optic. This iol was fixed off slightly from the center position. No patient injury reported. No additional information was provided to abbott medical optics.